Event description:
A patient rpeorted experiencing inaccurate erratic results were a fasttake meter. The patient's blood glucose results were 44mg/dl, 173mg/dl, 170mg/dl. Tests were done less than 10 minutes apart with a difference of 59%. Patient did not experience any adverse events. No further information has been reported.